Event description:
It was reported that the customer was admitted in the emergency room for dka. It was indicated that the customer has cold. The family member did not have the pump available for testing at the time of call.